Event description:
It was reported that the lead was prematurely broken at the level of the distal part of the anchoring sleeve. The lead was explanted. No patient complications have been reported as a result of this event.